Event description:
It was reported the patient had stimulation in the wrong location, overstimulation, a loss of stimulation, and a loss of therapeutic effect. It was noted the patient had pain in their high back. It was noted the patient stated they were not getting any therapeutic effect from the device despite reprogramming. It was further noted the patient wished to have the device removed. Additional information received reported the system was explanted on (B)(6) 2013. It was noted the patient was diagnosed with lupus. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).